Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further examination of the unit's interior, there were signs of previous moisture presence and corrosion on adjacent pins of the connector between electrical board 2 and electrical board 1, on some components located on the front side of the board, and on the back of the lcd screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails. In addition to this, there's a barely noticeable horizontal crack in the battery threads located at the rear side of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 6.4 mmol/l. The customer reported that they had blank display and was flashing white. The troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.